Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to an intermittent power and a time/date reset issue. Reportedly, on an unspecified date, the patient¿s bg was as high as 440 mg/dl with chest pain, frequent urination and extreme thirst and was as low as 30 mg/dl with rapid heat beat and diaphoresis. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. Customer support reviewed the issues with the reporter. It was reported that the battery compartment was damaged and the cap did not tightened properly with the yellow o-ring showing. No moisture in the pump or damage to the cap was noted. In addition, it was determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery for less than 24 hours. When a new battery was inserted the pump displays the default date and time settings. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia and serious hypoglycemia related to a damaged pump casing and a time/date reset issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box data found records of unexplained power on reset. The threads on the returned battery cap were stripped and it was unable to attach properly onto the pump. The pump failed to power on with the returned battery cap. Using a test cap, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. The pump casing was opened and no evidence of internal moisture intrusion or damage to the power circuit was found.

Manufacturer narrative:
Follow-up #2: additional device evaluation: in addition to the damaged battery cap found in the investigation, review of black box data found the time/date was reset to default after pump was rebooted on the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The investigation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).